Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient powered down their device to determine if the warming went away. It was concluded that the patient had an infection at their ins site, which was causing the heating. The device was to be explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that patient had heat in area of ins during charging as well as non-charging periods. No external/environment factors were known that may have led or contributed to the issue. The patient was meeting with healthcare provider later on the date of report. The representative had the patient turn off the ins and they noted that the heat was still there. The issue was not resolved. No further complications were reported/anticipated.